Event description:
It was reported that (1) device was used during a femomral popliteal bypass. It was reported by the rep that the surgeon stated that the mcm20 was not advancing the clips properly. Another mcm20 instrument was used to complete the case. There was no consequence to the pt.